Event description:
It was reported that the buttons on the pump were sticking and often unresponsive, though it was not provided if the customer was referring to the wake button on the pump or the touchscreen buttons. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.